Event description:
It was reported that the scale printing on the syringe cath tip bns was illegible.

Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. It shows six syringes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot #7262543 for the same defect or symptom. There was no documentation of issues for the complaint of batch #7262543 during this production run. Investigation conclusion: the samples show printing inconsistencies; however those are acceptable. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Root cause description: the cause of the printing issues was likely a variation in the scale printing process. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7262543, medical device expiration date: 2022-09-30, device manufacture date: 2017-09-19. Medical device lot #: 8051977, medical device expiration date: 2023-02-28, device manufacture date: 2018-02-20. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale printing on the syringe cath tip bns was illegible.